Event description:
It was reported that the device kept turning off and the patient did not know why. The reporter stated that ¿for several months about 4 months ago he noticed it turning off.¿ it was noted that when the patient went to the doctor the doctor told him that it had been off. It was noted that the patient had it for essential tremor (et) and his symptoms do not come back right away. It was noted that the patient ¿wondered¿ if the security systems at (B)(6) or his (B)(6) refrigerator would be affecting it. Additional information received reported that it was only one of the devices that was turning on/off. It was noted that no additional diagnostics were performed. It was noted that the cause of the implantable neurostimulator (ins) turning on/off was not determined. It was noted that no interventions were planned or taken. It was noted that the outcome was that the issue was resolved and that the patient learned how to use the patient programmer.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# v458446, implanted: (B)(6) 2010, product type lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3387s-40, lot# v458446, implanted: (B)(6) 2010, product type lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37601, serial# (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator. (B)(4).